Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector(s) was backflowing. The following information was received by the initial reporter with the following verbatim: customer reports that the extension set connected was connected to IV hub, blood was pulled out, then stopped and would not flush. When disconnected from IV hub, blood freely flowed from IV. Staff members report multiple incidents of the same thing happening.

Manufacturer narrative:
The customer reported flow issues and returned one set of material mz5301, lot 24029138. Upon initial visual examination, the set had no defects or abnormalities. The set was primed and flushed with water, no occlusion or flow issues were observed. The complaint was not confirmed. Device history record review for model mz5301 lot number 24029138 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Without a replication of the failure, the root cause could not be found. The root cause is potentially related to clinical practice, a member of our team was notified of the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.